Manufacturer narrative:
Serial number information was not provided. Test strip lot number not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s visiting nurse (reporter) contacted lifescan (lfs) (B)(4) alleging that the onetouch select mini read inaccurately high compared to their feeling/ normal result(s). The complaint was classified based on additional information obtained from the reporter during a follow-up call by a customer service representative (csr). The alleged issue reportedly began two to three months prior to contacting lfs for one month. The patient¿s blood glucose readings with the subject meter are not specified nor are the patient¿s normal blood glucose range and testing frequency. According to the reporter, the patient manages their diabetes with insulin (self adjuster) and in response to the alleged meter issue, the patient reportedly continued with their usual diabetes management regimen. As a result of the alleged meter issue, the reporter claimed the patient frequently developed hypoglycemic symptoms; however, the reporter is unable to specify what type of symptom(s) the patient developed, when the symptom(s) occurred, what the patient was doing prior to the onset of their symptom(s), and if the patient tested their blood glucose (with the subject meter) when their symptom(s) began. According to the reporter, the patient did not receive any form of medical intervention after the alleged issue occurred; it is not known when the patient¿s ¿hypo¿ symptom(s) abated. The reporter claimed the patient¿s ¿hypo feeling¿ stopped reoccurring after the patient was advised (by the reporter) to discontinue testing with the subject meter and to revert back to testing with their previous meter (accuecheck). At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement meter was not sent to the patient, since the patient discontinued testing with the subject meter and reverted to using their previous meter. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.